Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4).

Event description:
It was reported that the patient got the device to help with urinary retention and had a loss of therapeutic effect. The reporter stated that the therapy was working beautifully, but then the night prior to the report it felt like the patient had to urinate. It would not really come out on its own, only a little bit of urine ended up coming out, so then the patient had to catheterize and got 100 cc¿s out. The issue occurred again on the morning of the report, only he got 400 cc¿s out. At the time of the report the patient was not feeling stimulation, but the reporter declined assistance as she wanted to wait for her son to help with the programmer. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.